Event description:
Customer reports to have gone to the emergency room on december 20, 2015 with blood glucose of 500 mg/dl. No further information provided as customer hung up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.